Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the eri message was seen, even though the device was only implanted for six years. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the patient¿s ins reaching eri after six years is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient met with their doctor to resolve the ins reaching eri after six years issue. In result, the ins was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain reported seeing the elective replacement indicator (eri) message, even though the device was only implanted in 2010. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.